Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record was performed and there is no indication of a product issue. Based on the information available, a definitive cause for the reported patient effects could not be determined. The patient effects of cerebrovascular accident, tissue damage and mitral regurgitation (mr) are listed in the mitraclip instructions for use as known possible complication associated with mitraclip procedures. Hospitalization was a result of case-specific circumstances as the patient re admitted to hospital. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report after the mitraclip procedure, the patient had stroke and recurrent mr, new flail and ruptured chords. It was reported that the index mitraclip procedure was performed on (B)(6) 2020 to treat degenerative mitral regurgitation (mr) with grade 4. One clip was implanted successfully with no issue, reducing mr to 1. The initial procedure was unproctored due to covid 19. Reportedly, after the procedure when the patient was sent to recovery, the patient had a stroke. The actual time of stroke is unknown. Treatment is unknown. On (B)(6) 2020, a second procedure was performed to treat recurrent mr of 3-4. There was the presence of new flail and ruptured chords. The initial clip remained stable on both clips. A second clip was implanted treating the tissue damage, reducing mr to <1. There was no adverse patient sequela. No additional information was provided.